Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing fill tubing. During troubleshooting with tandem technical support (cts), the customer confirmed insulin accumulated at the end of the cartridge pigtail. Cts then had the customer tighten the connection at the luer lock and the customer was able to complete load and resume insulin delivery. There was no reported impact to the customer's blood glucose level.